Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency planned treatment was completed by using another footswitch from control module. A philips filed service engineer (fse) visited the site and confirmed that there were no anomalies at the time of inspection. However, philips engineer has replaced the wired foot switch and returned to philips for further analysis. The cause of the wired foot switch failure could not be conclusively determined by the supplier's part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by using another footswitch without any delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's wired footswitch was not working, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.